Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). A philips bench repair technician (brt) evaluated the device and confirmed that there was speaker issue and required replacement to resolve. The customer was advised to change damaged part and quote has been sent; however, the customer declined further support or repair to fix the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there was loudspeaker error. A good faith effort (gfe) conducted confirmed that there was fall damage to the monitor and that the speaker was damaged and no longer emits sound or only from time to time. The device was in use on patient at time of event, there was no adverse event reported.